Event description:
It was reported that during surgery, a delay of more than 30 minutes was caused due the device breakage inside the patient. When implanting less than 1/3, the device broke, the pieces were retrieved from the patient. A backup device was available to complete the procedure and no patient injuries was reported.

Manufacturer narrative:
One twinfix ti 2.8mm ultrabraid suture anchor device returned. ¿when implanting less than 1/3, the device broke, the pieces were retrieved from the patient.¿ no anchor or pieces of anchor were returned. There were no sutures returned. There is no bow or bending of the insertion shaft but it has been rotated from manufacturing position. The hex tip is slightly out of round. The symptoms indicate torque was a contributor to the failure. The instructions for use for this product has technique driven instructions and cautions: ¿do not use sharp instruments to manage or control the suture. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Using the appropriate smith and nephew drill bit and drill guide (each sold separately), prepare the anchor insertion site (refer to the use of smith and nephew drill bits and drill guide sections of this document). A 1.8mm drill bit is recommended for this anchor. Either predrilling or use of a punch-type device are recommended for site preparation, depending on the bone quality. Predrilling is recommended if the quality of the bone is unknown.¿ no root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during surgery, a significant delay was caused due the device breakage inside the patient. When implanting less than 1/3, the device broke, the pieces were retrieved from the patient. A backup device was available to complete the procedure and no patient injuries was reported.